Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. The customer mentioned that after swapping the gde the hours are reading 99999. The technical support says that this is an indication of the hour meter not being connected. Informed the customer to put the old gde (gas delivery engine) back in and connect the hour meter so they could get the correct hours. The customer called for the cal codes on the gde swap regarding the transducer calibration issue and the technical support provided the codes. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator issue was exp. Transducer was not calibrating. At this time, there is no information regarding patient involvement associated with the reported event.